Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with minor scratches on the display window and a cracked case at the reservoir tube window corners.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 252 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Troubleshooting was also performed on high blood glucose. Customer's blood glucose was 262 mg/dl. Customer was not able to complete troubleshooting due to not having tubing clamp. Customer was advised that tubing camp would be sent.